Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) level of over 300 mg/dl, vomiting, and diabetic ketoacidosis. Cause of event was due to customer's infusion set being ripped off of body and customer was not receiving insulin. Type of infusion set used was not reported. Bg was treated with intravenous fluids and phenergan. Reportedly, was released the following day with the issue resolved and no permanent damage.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.